Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, single-port (sp) endoscope had a ¿moving piece¿ at the tip. The customer used a backup endoscope to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were no fragments missing from the tip of the endoscope. No fragment did fall into the patient's anatomy. The customer used a backup endoscope to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the endoscope involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope firefly for failure analysis investigation. The unit was analyzed and found to have a damage endoscope shaft. The endoscope shaft had a dislodged disc/dislodged wrist disc. The damage was observed on one location of the joints of the main shaft approximately at 2.93# from the distal end. As a result of the damage, the endoscope could not be inserted into the cannula and the qap (quality assurance procedure) could not be performed. However, the endoscope passed engagement and recognition on the in-house system. No missing material was observed. Additional observations not reported by site: the camera was found with a cable frayed. The frayed cable/damage to wire rope was near the location of the dislodged wrist disc. The wire ropes were not fully broken. No missing material was observed. The camera passed air leak test and passed 1st endoscope diagnostic test (edt) testing. Video feed during tip articulation on edt test had no issue, range of motion was limited due to the dislodged wrist disc. The probable root cause of a dislodged wrist disc is typically attributed to the user. This issue can be resolved by using an alternate endoscope to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were no fragments missing from the tip of the endoscope. No fragment did fall into the patient's anatomy. The customer used a backup endoscope to continue with the procedure.